Manufacturer narrative:
The device is expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Further review revealed the lead was dislodged. As result, the patient underwent a surgical revision wherein the lead was extracted and a new rv lead was implanted.